Event description:
It was reported that the intrepid a5002 clinical study patient's implantable pulse generator (ipg) migrated in 2018 which resulted in soreness at the site. The patient recently experienced worsening soreness in the tissue surrounding the ipg and action was taken.